Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was fell off during use event on (B)(6) 2024 during use. The infusion set has been used for less than 12 hours. The blood glucose level was 300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.